Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator powered off spontaneously and screen went blank. A loud high pitched alarm was audible when ventilator failed. Doctors and nurses present at bedside at this time, ventilator automatically powered on again within 30 seconds. Patient was bagged immediately. No patient consequences. The ventilator was replaced with a different one.

Manufacturer narrative:
After the event the device was checked on site. The device log was downloaded and sent to the manufacturer. The log analysis revealed that on the date of the event there is one entry which is consistent to the reported device behavior. The internal device monitoring detected an isolated deviation within the communication between systems connected to the can bus and triggered a warmstart to restore the ventilation. Such error may come from external electrostatic effects exceeding the requirements given in iec60601-1-2. No other device related failure could be found. The device reacted as specified to such disturbances by triggering a warmstart to resolve the issue. During a warmstart which lasts approximately 8 seconds, the device would generate an audible alarm and an emergency-breathing valve would open allowing for spontaneous breathing. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the latest set parameters. Immediately after restarting the ventilation, a "mv low" alarm will be generated, which will sustain until the applied volume is greater than the set lower limit for the minute volume. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.